Event description:
Per the audiologist's report, this pt has experienced repeated bouts with skin flap infections and extrusion of the cochlear implant. The pt has a history of rapidly progressing autoimmune disease which caused sensorineural hearing loss. In march 2006, the pt developed postauricular fluid collection, followed by device extrusion. Surgery to debride the area and reposition the implant was done the following month. Bactrim was administered for 4 weeks. Five months later, the pt developed an abcess. Staph aureus was cultured. Bactrim was administered. The following month, the implant's leads extruded through the incision site. A revision surgery was performed to reposition the device and to debride and reposition the skin flap. The following year, fluid was aspirated from the site and staph aureus was present again. Ciprogloxan was administered. Explantation surgery has been recommended for this device. IV antibiotics should continue to be used for treatment. Surgery plans are not known at this time.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.